Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd smartsite secondary set was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that sometimes the blue connector will not open and allow fluid to flow.